Event description:
It was reported that the patient had the location of their implantable neurostimulator (ins) revised on (B)(6) 2011 because the patient lost weight and the ins was sitting on a nerve. The ins was anchored into the abdominal area. Coupling, post implantation, was perfect (eight bars) but after a couple of weeks coupling decreased. Swelling at the implant site had gone down and the patient did not feel the presence of the ins as much as pre-op. The patient fell on (B)(6) 2011 and the device had flipped. Coupling was unsuccessfully assessed and the patient went in to see his health care provider. An x-ray was performed and confirmed that the ins had flipped. It was alleged that the ins may be discharged. Discharge was to be checked intra-op. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the healthcare provider unflipped the implantable neurostimulator on 2011-(B)(6). The patient was, subsequently, able to charge again.

Manufacturer narrative:
Programmer model 37742 serial# (B)(4) extension model 3708160 serial# (B)(4) implanted: (B)(6) 2008 explanted: na extension model 3708160 serial# (B)(4) implanted: (B)(6) 2008 explanted: na lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2008 explanted: na recharger model 37752 serial# (B)(4).